Event description:
Infuse bone graft was used with a device not manufactured by medtronic sofamor danek in a cervical corpectomy at c5-c7. On day 3 x-rays were obtained and airway narrowing was noted but more at the c2-c3 level then at surgical site although the pt was asymptomatic. Repeat x-rays were completed and more marked narrowing noted on x-ray and pt was having difficulty swallowing. Returned to or. The dr expected to find a hematoma but found mostly soft tissue edema. The pt is currently doing fine.